Manufacturer narrative:
Initial.

Event description:
It was reported that after eating a granola bar with coffee, the user observed an elevated blood glucose of 247 mg/dl while using the ilet pump, with the same infusion set in place since the prior evening; the agent advised allowing the pump and the meal bolus to regulate glucose, and no device alerts or alarms were reported. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the event as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.